Manufacturer narrative:
The reported events were sensing noise and mode switch. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of sensing noise was confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was explanted and replaced on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.